Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 130 mg/dl and the sensor glucose was 58 mg/dl at the time of the incident. Customer stated that insulin pump would suspend that delivery of insulin when the blood glucose was not low. During the troubleshooting, customer was advised that the sensor glucose and blood glucose readings will be close but rarely match due to how glucose travels into the body. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer was advised that sensor is being replaced. The sensor will not be returned for analysis.